Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec60a device was returned in good visual condition and with an ecr60d cartridge loaded on the device. The returned reload was fully fired and in good visual conditions. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties noted. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded on the device without any difficulties noted. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged with the teeth broken. Although no conclusion could be reached on what caused the damaged to the articulation mechanism, it is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. Event could not be confirmed as the device closed and opened without any difficulties noted. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: can you confirm the lot number for the device? The 2nd digit should contain a 4 or 9. Was the device stuck in the closed position on the tissue? How was the device removed from tissue? Did the jaws eventually open? Did the device cut and staple properly before it became stuck? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? During which stroke did the event occur? What color cartridge was being used? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)?

Event description:
It was reported that during an unknown procedure, the product was stuck not returning to the starting position compromising the load. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.